Event description:
During an investigation into a subsequent event, a previously unreported event was discovered. Per the information provided to co by the physician/surgeon, he stated..."the left cylinder had blown-out through the left corpora, however, I was able to reposition the cylinder back into the corpora without any graft. The right cylinder had eroded distally. A dermal graft was performed. I did not remove any device and/or component(s)".